Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The pump was in auto mode at the time of the incident. The customer was at 600 mg/dl at the time of the call, and 323 at some point during the incident. The customer was given intravenous dextrose to treat the low and used manual injections to treat for the current high. The customer was wearing the insulin pump during the incident. The customer stated that the pump was not working and was under delivering due to its inability to bring down their blood glucose levels. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with minor scratched display window, case and keypad overlay.